Event description:
A nurse reported that a dull knife was experienced during surgery. The knife was exchanged for a new one and the procedure was completed without any impact on the patient. This is the first of four reports being filed for this facility.

Manufacturer narrative:
One opened sample was returned. Evaluation of the sample showed the following results: the sample was examined using 10x magnification and found to have a damaged tip and cutting edges. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).